Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (unknown dose and concentration) via an implantable pump for an unknown indication for use. On an unknown date, a pump critical alarm occurred. Logs were obtained and a motor stall was "occurring." A bolus dose was attempted to re-activate the pump, but it did not activate the pump again. There were no suspected causes of the pump stall reported. The rep recommended a pump replacement, but had not received any confirmation that a replacement would occur. The issue was not resolved at the date of this report.

Event description:
On 2016-nov-07 further information was received which indicated that the logs could not be provided. The pump was programmed to stopped pump mode by the health care provider.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-08-11, additional information was received from foreign manufacturer representative (rep). It was reported the compounded baclofen was 1500 ¿g/ml and the patient's daily dose was 423 ¿g. The patient experienced withdrawal symptoms; spasticity returned to the same level as before implantation of the pump, the patient we feeling cold and experiencing flu-like symptoms and there was minor hypertension. The withdrawal level was reported as moderate. Logs were received from an interrogation on (B)(6) 2016. Log indicated an active alarm for motor stall occurred and for stopped pump may exceed tube set. The infusion mode of the pump was set to "stopped pump" and the pump had been shut off for 78:13 (h:m).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.